Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the electrophysiology lab revision of the left ventricular lead. The lead had pulled back, and the physician determined it was in a location that was no longer beneficial for resynchronization therapy. The lead was explanted and replace. The patient was stable.